Event description:
An adverse event involving a quickie pulse 6 was reported to sunrise medical on (B)(6) 2014. The dealer reported that the end user was sitting in the wheelchair when it suddenly drove off without command. As a result, the wheelchair crashed into a wall and the client sustained an unspecified injury.

Manufacturer narrative:
The initial reporter was contacted on (B)(6) 2014, in attempt to obtain additional information. The initial reporter stated that he didn't have any information about the alleged injury. The dealer refused to provide the end user's contact information, but did say that he would call the end user himself to find out about the injury. The dealer also said that he would give our contact information to the end user so that he could contact us himself if necessary. It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.